Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an under delivery. Customer¿s blood glucose was 92 mg/dl at the time of incident. Customer treated with insulin pump. Customer declined troubleshooting. The product will be returned for the analysis.